Manufacturer narrative:
A6, b3, and b5.

Event description:
Additional information was received that patient received a coolsculpting treatment to the upper and lower abdomen with cooladvantage coolcore and a legacy coolmax applicators and developed paradoxical hyperplasia (pah/ph) to the upper and lower abdomen.

Manufacturer narrative:
H11 - corrected data: d1.

Event description:
A provider reported to allergan that a patient received a coolsculpting treatment and presented with pah post treatment. Additional information was received that patient received a coolsculpting treatment to the upper and lower abdomen with cooladvantage coolcore and a legacy coolmax applicators and developed paradoxical hyperplasia (pah/ph) to the upper and lower abdomen.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, d1.

Event description:
A provider reported to allergan that a patient received a coolsculpting treatment and presented with pah post treatment.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 7/17/2023. Clarification to b3 partial date of event: 4 months post treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2022 and (B)(6) 2022 using the legacy coolmax system applicator, and to the upper abdomen on (B)(6) 2022 using the cooladvantage coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Event description:
Allergan aesthetics received a report of a patient treated upper abdomen with cooladvantage coolcore and lower abdomen with legacy coolmax on (B)(6) 2022 and (B)(6) 2022 may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.